Event description:
A us distributor contacted zoll to report that the patient developed a broken skin irritation from the ucor hfams patch. The patient described the area as a red skin irritation with blisters and broken skin. There was no alleged device malfunction contributing to the irritation. The patient's physician recommended applying a cream to the skin irritation. The outcome of the skin irritation is unknown.